Event description:
A falsely depressed enzymatic creatinine (ecrej) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same atellica ch 930 analyzer and on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous result. The repeat result of 0.98 mg/dl was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrej result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00002 on 05-jan-2024. Additional information (09-jan-2024): the customer provided additional data for this event. The reporting units are mg/dl, the sample identifier is (B)(6) and the initial result was not reported to the physician. The result of 0.98 mg/dl was reported to the physician(s) as the correct result for sample identifier (B)(6) . Siemens further evaluated the event and reviewed quality control (qc) data and did not identify any issue with the reagent or method. Corrected data (09-jan-2024): the assay is enzymatic creatinine (ecrej) and not ecre_2. The initial report indicated that both repeat results were obtained using the same analyzer and recovered as 0.98. It was further clarified that the sample was repeated on the same analyzer and on an alternate atellica ch 930 analyzer. While one repeat result recovered as 0.98 mg/dl, the other repeat result recovered as 0.97 mg/dl. Sections a1, b5 and b6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that a discordant enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. A customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the reagent 1 (r1) probe, wash probe, and the sample mixer. The cause of the discordant ecre_2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An enzymatic creatinine_2 (ecre_2) result of 0.07 was obtained on a patient sample on an atellica ch 930 analyzer. The customer did not provide the associated unit for this result. The sample was repeated twice on the same instrument and the repeat results recovered higher. It is unknown if any of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the different ecre_2 results.